Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The insulin pump had missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the plastic threading on the reservoir compartment was damaged and missing. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.